Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the monitor input settings were modified. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that a "localizer not connected" issue occurred on the camera cart touchscreen.